Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that confirmed the retaining pin sheared. A review of the device history records for this lot number did not identify any related non-conformances. Unable to determine the cause of the event.

Event description:
It was reported that the "screwdriver will not hold the screw in place". Although the instrument was used in a surgical procedure, no patient complications were reported.